Event description:
The customer?s biomedical technician reported on march 16, 2010 to product surveillance a colleague triple channel infusion pump with a malfunction of depleted battery. The event was reported to have occurred during patient therapy on (B)(6) 2010. According to the hospital representative, therapy was stopped and the pump was swapped out; however, no patient injury, adverse event or medical intervention had been reported related to the device. Additional information obtained from the customer on march 16, 2010: during patient transport, the device displayed a low battery alarm and then shut off completely. The device was swapped out for a new one and no patient injury or other medical intervention was reported on this device. When the biomed got it back to the shop, he replaced the batteries and said he performed functional testing, and it is working fine now. The device was requested; however, the customer does not want to return the device for evaluation. The software version of the device is not known, due to the device not being returned for evaluation.

Manufacturer narrative:
The device was requested; however, the customer does not want to return the device for evaluation. (B)(4).